Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 23-jul-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, upon retrieval of the delivery catheter system (dcs), the nose cone caught a paddle on the inner curve of the aorta and the valve dislodged. There were no other anatomical factors reported. Subsequently, the valve was snared into the ascending aorta and a 29 mm valve was implanted successfully. It was decided to use a 29 mm as the second valve due to stock availability. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: procedural films submitted for review confirmed that the first valve deployed was dislodged and a snare was used to place the valve in the ascending aorta, however the cause of the dislodgement cannot be determined from the cine review. Dislodgement of the valve by the distal tip is related to operator technique or experience; the device instructions for use (IFU), instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to withdrawing the delivery catheter system (dcs) tip through the valve. Given the limited evidence available, the root cause of the dislodgement event cannot be confirmed. In this event it was reported that the physician chose a larger 29 mm second valve because of stock availability. There was no indication of a sizing error or valve mismatch in this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.